Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. The device was fired 5 times without incident. On the 6th firing on the jejunojejunostomy, the device would not respond to the trigger activation. The batter was removed and reconnected but the device still would not fire. The device was placed on the back table. Device never engaged on the 6th firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? Small bowel, jejunum. At what location on the tissue? Jejunum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Blue (3), white (2). Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The tech opened and pulled the manual release at the back time, which was not necessary, prior to handing off to the rep. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No how long has the surgeon been using this device for this procedure (in years)? 2 weeks, this was his 4th procedure. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that device (a) was returned in good visual condition and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60w partially fired was present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete. After further analysis of the staple line from the test skin four malformed staples were noted, however the malformed staples did not create a fluid path. The finding is unrelated to the event. The device was tested for functionality once again in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5f38g, (mfg date: 1/11/2012; exp date: 12/11/2016). Premature sled movement.